Event description:
Patient scheduled for a biventricular device implant. A runthrough wire was used during the procedure. As the runthrough wire was removed, the distal end of the wire was noted to have separated from the main body of the lead and was not attached. The wire fracture was noted to remain in the distal branch of the coronary sinus. A snare procedure was attempted but was not successful. The wire was noted to have wedged in the pulmonary artery and the snare procedure was terminated. A ppm was inserted. The wire was measured and was found to be the same length as a new runthrough but only the inner portion of the wire remains at the distal end.